Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023, as the implant magnet was electively explanted in order for the patient to upgrade to a newer technology.